Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The blood glucose level was 300 mg/dl and the patient was treated with manual injecions. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) leakage from infusion site (specific cause not identified). The batch 6010277 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code leakage from infusion site (specific cause not identified). Complaint investigations. Test results: visual inspection according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples reference samples passed the test. Device history record (DHR) review: the lot 6010277 was packaging according to the wi version 29, manufactured in the line I-port, on 19/nov/2024 with a total of (B)(4) units. Trending: a query was run in database on 12/jun/2025 against malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6010277 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.